Event description:
It was reported that the spinal cord stimulation (scs) leads migrated. It is unknown if the patient experienced any symptoms or stimulation issues due to the lead migration. The patient underwent a procedure where the leads were replaced. Preoperatively, one high impedance was noted on one of the leads, however it is unknown if it had any impact on coverage. Post-operatively, the patient was recovering without complication. The devices will not be returned as they were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7079377. Brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7074626. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7078180.